Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level as well as high blood glucose level. Blood glucose level at the time of the incident was 3 mmol/l which was treated with food. Customer alleging insulin pump for over delivery because insulin pump recommended bolus during low blood glucose. Customer was experiencing low blood glucose symptom like weakness. Customer did not allege insulin pump was under delivering. Customer was using insulin pump within 48 hours of low blood glucose level and high blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.